Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was showing through the incision, and there was an infection that was treated with antibiotics. The icm was replaced. No further patient complications have been reported as a result of this event.